Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06352. It was reported that the patient presented for a pacemaker explant procedure due elective replacement indicator. Prior to procedure, it was noted that the right ventricular - rv and atrial lead exhibited noise oversensing. The rv and atrial lead were capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.